Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent a procedure, using an opus smartstitch suture device. Allegedly, the opus smartstitch suture device failed to deploy the sutures, resulting in a surgery delay of more than 30 minutes. The physician reverted to a mini open to complete the surgery. No adverse reactions to the pt and no pt injury were reported.

Manufacturer narrative:
The pt's age was requested, but to date has not been provided. The date of event was requested, but to date has not been provided, therefore, an approximate month and year were noted. The investigation is currently in progress. A f/u report will be submitted when the investigation is complete. (B)(4).